Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted the appropriate engineers and technicians are listed below. Visual inspection and results: clips in jaws, a no b n/a; damaged jaws, a yes b n/a; damaged feed bar, a no b n/a; damaged floor, a no b n/a; damaged handle shrouds, a no b n/a; damaged trigger, a no b n/a; damaged tube, a no b n/a; damaged weld seams a no b n/a. Functional tests and results: antibackup functional, yes; firing feed conform, yes; firing form conform, n/a; jaws: hold clip, no; jaws: inside width at tips .260; lockout functional, yes.based upon the inquiry information received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument nonfunctional. No conclusion could be reached as to how this damage occurred. Only one instrument was received for analysis. If the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.

Event description:
It was reported the er420 was used during a laparoscopic cholecystectomy. It was reported the clips shot out of the jaws after firing. The clips were falling into the pt. The surgeon retrieved some of the clips. A second er420 was opened and the clip would not close. A third device was opened to complete the case. The rep is returning the first device. There was no consequence to the pt.